Manufacturer narrative:
Compartment syndrome was most likely the result of leakage from multiple io insertions in the same tibia, which is clearly labeled as a contraindication in the ez-io instructions for use. Compartment syndrome is a known complication of intraosseous use. (B)(4).

Event description:
Emergent bilateral proximal tibial intraosseous access using ez-io completed at salisbury district hospital. Pt transferred to southampton picu. Ez-io removed or dislodged during transport or upon arrival at (B)(6). Thereafter, multiple uses of cook intraosseous devices inserted at (B)(6). Four hundred ml of solution infused primarily through the left tibia. By day seven, the right limb was perfused but pt's left leg became demarcated with notable mottling to mid-calf level. Bilateral posterior tibial fractures were noted at the level of intraosseous access. Pt was taken to operating room on day 12 and all lower limb compartments were explored but were not viable and an amputation was performed below the knee. Pt had no further sequelae and was discharged at one month. At six months, pt's right lower limb had no deficit and extension at the left knee was maintained.